Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. The baxter homechoice operator's manual contains instructions on proper disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during peritoneal dialysis, in drain. The technical service representative (tsr) determined that the home patient (hp) had disconnected during dwell, did not follow proper disconnect procedures, and then reconnected to drain. The tsr explained that the hc advanced to drain while the hp was not connected and sucked air into the disposable cassette. The tsr had the hp close all of the clamps and cycle the power. A system error 2367 occurred and the hp cycled the power again to get to "press go to start." At "load the set", the hp removed the cassette. The tsr advised the hp to dispose of the current supplies and start over with all new supplies or use manual bags. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.